Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during priming and button was less responsive. Customer¿s blood glucose level was unknown. Customer reported that the buttons need to press harder and sometime had to press twice. Customer declined to document on help line. The insulin pump will not be returned for analysis.